Event description:
A malfunction alarm was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from cts to reset the pump, and the issue did not recur. The customer was advised to continue using the pump and to report any recurring malfunction codes.